Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Immediately post deployment the pt's pulses were noted to be decreased on the right side. The pt was transferred to the ward, following which she developed leg pain. A doppler was performed which showed decreased flow; the pt was treated medically with anticoagulant therapy (heparin bolus of 6,000 units and drip started), without success. An arteriogram was performed which revealed a dissection of the posterior wall of the superficial femoral artery. According to a verbal report from the surgeon, "the anchor caught on endothelial flap and pulled flap up, thrombus formed around anchor, coliateral flow present." The pt tolerated the procedure well and was discharged home on 7/28/98. As of 8/31/98 there has been no further report to the MFR of complication of pt sequelae.